Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements, loss of capture, and noise. A surgical revision was performed, and it was noted that the patient¿s left side was occluded. There was no damage to the lead noted visually nor with fluoroscopy. The lead was tested via the pacing system analyzer (psa) and the loss of capture and noise were noted on the psa. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.